Event description:
Baxter (B)(4) received a report that an intermate leaked from the fillport. It is unknown at what stage the problem was noted. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no sign of physical abnormality. However, the unit was subsequently leak tested and a leak was noted at the junction of the tubing and the stress-member near the fillport. The root cause was determined to be insufficient solvent at the seal between the tubing and stress member due to operator oversight during assembly. As a corrective action, awareness training was performed in august 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Evaluation summary: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Additional narrative: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.